Event description:
Customer reported the system is intermittently not booting up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The general purpose operating system was replaced. The system was then found to be operating as intended.